Manufacturer narrative:
The serial number of the customer's cobas 8000 c702 module is (B)(6). The 01-sep-2024 to 11-dec-2024 calibration data were within specifications. The 02-dec-2024 to 11-dec-2024 serum qcs were within specifications. The 02-dec-2024 to 08-dec-2024 urine qcs had borderline and outside -2 standard deviation range. A general reagent problem was ruled out because calibration and serum qcs were acceptable. The 01-dec-2024 to 11-dec-2024 had sample pipetting (sample short and sample aspiration) alarms. The investigation is ongoing.

Event description:
The initial reporter received a questionable cobas integra glucose hk gen. 3 test system result from one patient sample tested on the cobas 8000 c702 module. The initial result was 570 mg/dl. The first repeat result was 123 mg/dl. The second repeat result was 124 mg/dl. The initial result was not reported outside the laboratory as it did not match the patient's history. The repeat results were deemed to be the correct results.

Manufacturer narrative:
Based on the information provided, the investigation did not identify a product problem.